Manufacturer narrative:
The investigation was just started. The results will be provided within a follow-up report.

Event description:
It was reported that the ventilator restarted while on a patient. No injury reported.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The provided information was analysed. The logfile itself was not provided, however the hospital biomed descriped two error codes: 08.00.001 and 13.01.040. The error code 08.00.001 points to a failure at the pneumatic controller pcb. The time-out error 13.01.040 points to a problem at the lp cpu. As no further error codes were descriped it is assumed that the root cause for the warmstart was a temporary software issue at the pneumatic controller pcb and led in the consequence to the time-out error 13.01.040 on the lp cpu. As no logfile was provided, it is not possible to make a more detailed investigation. As reported the evita xl performed a warmstart in order to solve the detected problem. In this case an audible alarm is posted by the device and when the warm start occurs, the device briefly powers off and then back on. During this time, the evita emergency-breathing valve opens allowing spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. A single successful warm start lasts approximately 8 seconds, ventilation continous afterwards with the set parameters the cpu pcb was replaced by the biomed on site, no further problems were reported. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.